Event description:
The physician reports that the crystalens haptics tore during loading of the iol in the staar surgical lens injector cartridge. The damage was noted prior to pt contact.

Manufacturer narrative:
The device was returned to eyeonics for evaluation. The investigation results confirmed the reported problem of lens damaged/torn at haptic. The physician reports the lens was damaged during lens injector use. The findings are consistent with this type of damage. The device history records were reviewed and there were no discrepancies or unusual findings.